Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. However, unit passed operating currents, self-test, unexpected restart error test and displacement test. No failed battery test alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received battery failed alarm. The customer¿s blood glucose level was unknown. The product will return for the analysis.